Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins battery was flipped and they were having a difficult time charging it. The patient clarified it takes a long time to charge it and they have to position it just right. The patient reported it has been that way since implant. The patient reported the flipped device doesn¿t bother her, and it still only takes an hour to charge, but said it is finicky and she has to have it in just the right spot. The flip was confirmed by healthcare provider (hcp). The hcp does not know how it flipped and says that as long as it is not bothering her, they will just leave it as is. The patient reported no falls or trauma. No patient symptoms were reported. No further complications were reported/anticipated.